Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : t he device was manufactured between september 05, 2018 - september 07, 2018. The device was received for evaluation. Bag was sliced at the lower left where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port cap at the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.